Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported probe could not cut even if stepped on the foot switch during a vitrectomy surgery. The condition of aspiration was unknown. The product was replaced and the surgery was completed. There was no patient harm.

Manufacturer narrative:
Additional information provide in d.9., h.3., h,6., and h.10. One opened was received, with a tip protector, in a tray with other items. The sample was visually inspected and found to be nonconforming with the probe needle completely broken off at the stiffener sleeve. No functional testing could be performed due to the probe needle broken condition. The degree of wear could not be determined due to the probe needle broken condition. A review of the device history record traceable to the lot number obtained from the device¿s radio-frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint was unable to confirm the report of cut failure due to the probe needle broken condition. How and when the probe needle became broken cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. An exact root cause for the broken probe needle could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).